Event description:
Follow up information was received from the physician on 24-jun-2019: it was confirmed that the patient experienced hypopigmentation (previously reported as hyperpigmentation). Treatment with lasers for hypopigmentation is ongoing. The outcome of the event was confirmed as resolving.

Event description:
Follow up information was received from the physician on 13-may-2019: the patient is doing well. Treatment with laser for hyperpigmentation is ongoing. Due to the provided information, the outcome of the event was considered resolving and changed from not resolved.

Event description:
Follow up information was received from the physician on 02-apr-2019:the patient's initials, gender, and age were reported. Medical history positive for radiesse injections in 2017 and 2018. Concomitant medications reported as none. The 72-year-old female patient was injected with 1.5cc of radiesse to the nasolabial folds (nlf) on (B)(6) -2019. On (B)(6) 2019 (also reported as two days after radiesse treatment), the patient presented with swelling, pain, and discoloration of the mucosal part of the left side of upper lip. Corrective treatment reported as heat, nitroglycerin paste, vitrase (hyaluronidase), and sodium thiosulfate. In the opinion of the reporter, treatment was necessary to prevent permanent damage; however, the reporter believes the event will be permanent due to expected scarring. In the opinion of the reporter, the events are related to radiesse. Outcome reported as unresolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion , was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a patient (age, gender not reported) who was injected with an unspecified amount of radiesse on an unspecified date for an unspecified indication. Medical history and concomitant medications not reported. An unspecified time post injection, the patient experienced a vascular occlusion. Causality, lot, treatment and outcome not reported.